Event description:
Clinical trial. Same case as MFR # 6000093-2007-02385. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated lesions in the proximal and distal left anterior descending artery (lad). The proximal lad was 3 mm wide, 18 mm long and 100% stenosed. The physician predilated the lesion prior to placing a 2.0 x 24 mm express bare metal stent. Residual stenosis was 0%. The distal lad was 2.5 mm wide, 8 mm long, and 70% stenosed. The physician predilated the lesion prior to placing a 2.5 x 12 mm express bare metal stent. Residual stenosis was 0%. The stents did not overlap. The patient received heparin, bivalirudin, aspirin, clopidogrel, lopressor, ace inhibitor, statin, and low molecular weight heparin. The patient was discharged 3 days later on aspirin, plavix, toprol, vasotec, lipitor, nitro, lovenox and coumadin. At 394 days post index procedure, the patient returned with shortness of breath. A perfusion scan demonstrated anteroseptal and apical inferior defect and akinesis that was consistent with an old mi. No areas of acute ischemia were noted. Angiography noted in-stent restenosis of both target lesions. Thrombus was also noted. Poba was performed to the prox lad. A 2.5 x 20 mm taxus stent was placed in the distal lad without complication. This stent overlapped the previously placed stents. The event was then considered resolved. The patient was on aspirin and plavix at the time of the event. In the opinion of the physician, there is a probable device relationship.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.